Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (270 mg/dl). Customer disconnected from the infusion site and confirmed that insulin drips were delivering from the end of the infusion tubing. Customer stated that health care provider would be consulted if elevated bg levels continue. Customer declined any further follow-up.